Event description:
Customer reported a cartridge alarm issue with an out-of-warranty insulin pump. There was no adverse impact to the customer¿s blood glucose level. Despite technical support assisting with loading a new cartridge, the alarm persisted and insulin therapy could not be resumed. As a corrective measure, technical support decided to replace the pump, although the customer did not have a backup therapy. The customer expressed interest in obtaining an out-of-warranty loaner pump, but was informed they were not eligible for one.